Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely because their pacemaker exhibited far r-wave over-sensing that led to inappropriate automatic mode switch. No intervention was performed. There were no patient consequences.